Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after administering a flu shot with a 23 g x 1 in. Bd safetyglide shielding sterile im hypodermic needle, a nurse attempted to activate the device's safety mechanism and the safety mechanism broke. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed that the safety mechanism was broken at the hinges and the needle could not be covered by the safety mechanism. A review of the device history record and quality notifications revealed the device was manufactured between 5/6/2016-5/7/2016 and there were no irregularities during the manufacture of the reported lot # 6117878. Conclusion: the assembled needle is supplied to (B)(4) from the (B)(4) plant. Based on review of the sample supplied the broken portion of the device was contained in the shield, therefore the packaging process did not contribute to the failure seen. The columbus plant reconfirms that there were no irregularities during the manufacture of the device. Therefore, although bd was able to visually confirm the customer¿s indicated failure, an absolute root cause for this incident cannot be determined.